Manufacturer narrative:
The lead and the ICD under complaint were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacturer of this particular device as well as on the returned device data. The manufacturing process for the ICD and lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The returned device data have been analyzed. The analysis revealed an increased ventricular pacing impedance of >3 kohm. Furthermore, the available data showed 61 shock deliveries on (B)(6) 2015, confirming the clinical observation. However, noiegms were available for further analysis. Based on the available data no conclusion can be drawn regarding the root cause of the clinical observation.

Event description:
Ous MDR - it was reported that about 60 inappropriate shocks were delivered on the evening of (B)(6) 2015, as a result of detection of the vf zone. The patient did not call for ambulance service or contact the hospital. The next day, the ICD was found to be at eos. Noise was seen on the rv lead, which was capped. The ICD was explanted and both devices replaced, but the ICD was disposed of at the hospital. Should additional information become available, this event will be updated.